Manufacturer narrative:
Corrected section: h-6 - patient codes. Corrected h-6 to reflect no patient involvement. Internal complaint number: (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope has been deemed unusable. It sounds like there may be a crack(s) in the lens. No patient involvement.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope has been deemed unusable. It sounds like there may be a crack(s) in the lens. No patient involvement.